Event description:
It was reported that the right ventricular (rv) lead had high threshold and the right atrial (ra) lead had inability to sense. Both the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. It was also noted by the analyst that electrical continuity test result passed electrically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.